Event description:
It was reported intraoperatively the surgeon was implanting a 21 mm sjm mechanical heart valve and one of the leaflet fractured into two pieces. One of the pieces was not recovered. The pt is reported to be doing fine. Add'l info has been requested.